Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received a shock due to atrial fibrillation (af) with rapid ventricular response. On interrogation a screen was noted indicating the shock impedance measurement was high. A manual set-up was completed with acceptable shock impedance and clean signals on the s-ECG. Boston scientific technical services (ts) discussed additional troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the high out of range measurements could not be recreated. A chest x-ray was obtained with no anomalies noted. No further action is planned at this time. No adverse patient effects were reported.